Manufacturer narrative:
The customer's complaint that the spike broke off into the IV hub could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing spike broke off into the IV hub. There was no report of patient harm.